Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2024, the cgm was displaying a low value (patient could not remember the value). The patient did not check a bg reading for comparison. The patient was on the phone with her sister when she started feeling lightheaded and eventually passed out. The patient's sister stated the patient was "talking crazy" so she called an ambulance. When emergency medical technician's (emts) arrived, they transported the patient to the hospital. The patient regained consciousness at the hospital. It was reported that the patient went to two hospitals. Event details for the first hospital was not provided. At the second hospital, the patient was treated with insulin (novolog) and other unspecified medication daily. The patient was in the hospital until (B)(6) 2024. At the time of the report, the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.